Manufacturer narrative:
This file was incorrectly filed under registration number mrn 1824231-2025-00015. The date of that submission was 18-mar-2025. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cuff did not inflate and would stay inflated. There was no involvement, no patient injury was reported.